Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. The device was not received for analysis; therefore, an investigation could not be performed. We did not receive a batch number or lot number so therefore we were unable to review the manufacturing records.

Event description:
It was reported that half of the tissue pad melted and then broke off inside the patient. The pad had not been located at the time of the call. No other information is available at this time.